Manufacturer narrative:
Concomitant product: fresenius kabi, 500ml bag of intralipid 20% IV fat emulsion, lot 10he6254, exp 04/2016; therapy date (B)(6) 2015. Undetermined or unknown cause. The customer¿s report of a hole in the tubing and a leak was confirmed. No holes or leaking were observed upon initially draining the set of its existing contents prior to testing, during subsequent functional testing under gravity flow a small fluid leak was observed distal to the lower fitment. Microscopic examination revealed a small, rough-edged crack in the tubing, as well as evidence of crazing surrounding the crack, similar to what would be observed had the tubing been bent or folded, or punctured, as opposed to having been stuck by a needle or sliced. The cause of the leak was due to a tear/crack in the tubing. The cause of the tear/crack is unknown.

Event description:
The customer reported that the lipid infusion was found to be leaking from the patient's "med line", and the line was found to have a hole in an unspecified location. There was no report of patient harm.